Event description:
Reported as a band slip.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 30/mar/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis results are pending at this time. A supplemental medwatch will be generated upon completion of the product analysis. Slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding serial number has been requested. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage".